Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient's concern with the product.

Event description:
Patient reported a right side rupture and "exchange from textured to smooth breast implants due to the patient¿s concern with the product". Device remains implanted.

Manufacturer narrative:
Continued h.6 health effect - impact code: f2203. Device evaluation : visual analysis of the returned device identified: weight to the spec, deformation, wear abrasion, crease fold, red and yellow particles on the surface of the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process, and no openings or issues related to rupture device were observed.

Event description:
Device has been explanted.